Manufacturer narrative:
The device was received with a pump error 38 alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston is not going down at the time of rewind. The customer's blood glucose value was 156 mg/dl. The insulin pump alerted that the rewind was completed but the piston was still at the very top. The insulin pump will be returned for analysis.